Event description:
It was reported that the devices were used during a general surgical procedure. It was reported that the clips were misfiring. When being deployed, the clip appliers misfired and did not put a clip in place. It was reported that the vessel was cut in each instance. Another device was opened to complete the case. There was no serious consequence to the pt.